Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported that an impedance check was performed and the patient had multiple electrodes out of impedance. The device was reprogrammed and the patient was able to get their desired coverage without using those electrodes. In regards to the shocking and pain it was noted that the battery was placed using a single incision placement for battery and leads. The battery migrated toward the spine causing discomfort. The patient does not desire surgery to move the battery at this time and they will continue to use for their back. The shocking sensation could not be replicated following reprogramming. No further patient complications have been reported as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that he felt a shocking sensation during and after charging. The patient stated that it occurred while the implant was on or off. The patient noted that implant was over the spine and was painful to charge and battery placement may have contributed to the issue. The patient had an appointment with a provider on (B)(6) 2017 and declined an earlier visit. The issue was not resolved at the time of the report. The indication for use was degenerative disc disease/herniated disc pain.